Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the lights on the front panel of the subject device were blinked after turning on the subject device but the subject device could not be activated at the unspecified timing. Also the user reported that the image of the subject device was displayed but there was no light. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device. It was found the printed circuit board failure which might have caused not activated the subject device and blinked the front panel of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cm board failed due to an accidental failure of the components on the board.